Manufacturer narrative:
(B)(4). Sample not available for return.

Event description:
It was reported via an email from a hospital in (B)(6) that the (iab) intra- aortic balloon catheter was suddenly arrested after pierced. Another catheter used because the patient was waiting for surgery. Additional information received on 06/15/2016: on (B)(6) the first iab was inserted. On (B)(6) the iab was removed due to a leak. The patient received another iab. There were no patient consequences reported.

Manufacturer narrative:
Qn#(B)(4). No product was returned for evaluation. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of leak suspected is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
It was reported via an email from a hospital in (B)(6) that the (iab) intra- aortic balloon catheter was suddenly arrested after pierced. Another catheter used because the patient was waiting for surgery. Additional information received on 06/15/2016: on (B)(6) the first iab was inserted. On (B)(6) the iab was removed due to a leak. The patient received another iab. There were no patient consequences reported.